Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, around 3:00am, the patient experienced hot flushes, disorientation, being exhausted, and loss consciousness, the cgm was reading 5.3 mmol/l and the blood glucose reading was 3.3 mmol/l. The patient was treated by her husband with lucozade 500ml and yogurt. After this the patient went to sleep and called the healthcare provider in the morning. The patient was advised to go to hospital and was brought there by her husband. When the patient arrived at the hospital, the cgm was reading 6.9 mmol/l and the blood glucose reading was 3.3 mmol/l. Patient was admitted in the hospital for observation and the day after, the patient experienced another hypoglycemic event, the cgm reading was 5.2 mmol/l, and the blood glucose reading was 1.9 mmol/l. The patient received lucozade with 15mg glucose divided over two doses, by the nurse in the hospital. Different readings from a repeat within 15 and 30 minutes were a cgm reading of 5.5 mmol/l and a blood glucose reading of 2.9 mmol/l, and a cgm reading of 5.7 mmol/l and a blood glucose reading of 6.7 mmol/l. At the time of the report, the patient was doing okay but was still being monitored in the hospital and would be for up to 48 hours. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.